Event description:
The reporter stated that she did a meter to lab comparison test, within ten minutes. The test (capillary) on her meter was 96mg/dl, and the lab test (venous) result was 160mg/dl. She did not have any symptoms. A control solution test was in range, 120 (83-125.) The lifescan representative reviewed qc procedures, frequency of battery replacement and meter/lab comparisons.